Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power could not be confirmed. The fse recommended that users pay attention to fiber inspection.

Event description:
It was reported that the device had low energy during the procedure. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that the device had low energy during the procedure. The procedure was completed with this device. There were no patient complications.